Event description:
Additional information received noted that it ended up being post surgical pain. The patient was 1 week out from surgery and had a brace on that was causing discomfort.

Event description:
It was reported that the patient had two octad leads along with restore sensor implanted this past tuesday (2012-(B)(6)). The patient was feeling sharp pain at the pocket site. Impedance with electrode 14/15 was showing less than 50ohms. Only lead 0-7 was being utilized. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product typ lead product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product typ lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
..